Manufacturer narrative:
The changes are as follows: reason code for no evaluation.

Event description:
It was reported that foreign matter occurred during use with a bd precisionglide¿ needle . The following information was provided by the initial reporter, "contact reported going through 4 boxes of cartridges and syringes with the same issue. The issue that occurred was when the insulin was loaded and the air removal technique was performed from the cartridge, contact reported seeing a floating piece of plastic that was not the cartridge septum material." 40 occurrences were reported. 1 of 2 complaints.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. Root cause description: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined.

Event description:
It was reported that foreign matter occurred during use with a bd precisionglide¿ needle . The following information was provided by the initial reporter, "contact reported going through 4 boxes of cartridges and syringes with the same issue. The issue that occurred was when the insulin was loaded and the air removal technique was performed from the cartridge, contact reported seeing a floating piece of plastic that was not the cartridge septum material." 40 occurrences were reported. 1 of 2 complaints.